Event description:
During evaluation of a returned spectrum iq infusion pump, the device alarmed air in line. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. During evaluation the device alarmed air in line. A review of the event history log identified 'air in line!' Messages. The cause was identified to be an out of calibration ultrasonic sensor. The ultrasonic sensor will be replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.